Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The indication for pump use was non-malignant pain/other non-malignant pain. On (B)(6) 2016 it was reported that the hcp (healthcare professional) moved the patient's pump last year (2015) because it was "loose". After the pump was moved, it "turned again so the antenna moved towards the patient's midline". The nurse practitioner at the office was aware of this. The drug in the pump, the patient's other medications/pertinent medication history, symptoms, troubleshooting performed, cause of the pump movement before and after the revision in 2015, the date of the revision done in 2015, and the actions/interventions taken to resolve the pump turning again after the revision in 2015 were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.